Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complaint, during the procedure after the physician had inserted the guidewire into the common bile duct, he noticed that the tip of the guidewire had peeled. The site claimed that no piece of the guidewire detached. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as "stable." On (B)(6) 2011, investigation results revealed that the tip had detached, making this a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient is (B)(6). (B)(4). A visual examination of the returned device revealed that part of the pebax on the distal tip had detached, exposing the tip of the core wire. The ptfe jacket showed no evidence of being damaged and there was no damage found to the corewire. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. The device was slightly scrapped at the distal tip section and remnants of adhesive were found indicating that the poly was properly attached to the corewire. It is possible that unstated procedure and possibly clinical factors may have contributed to the distal tip peeling, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the poly tip was properly attached to the corewire. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.